Event description:
On (B)(6) 2012 the patient contacted animas and stated that ok keypad button was intermittently responsive and had been sticking for two months. The reporter denied damage to the keypad. No evidence of moisture in the pump was reported. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.